Event description:
Hcp reported that after 16 months of service life the device was returned for analysis because pump didn't turn. Morphine was drug infused. A follow up report will be sent when additional information is received.